Manufacturer narrative:
Additional information: d9, h3, h6. Correction made to b5: the transfer set had been used for about one (1) month. (Previously submitted as the transfer set had been used for about two weeks) h10: one actual sample was received for evaluation. The sample was returned attached to an amia patient connector. Visual inspection with the naked eye noted the female connector separated from the main body; the insert chip was identified. The reported separation between the female connector and main body was verified. The cause of the condition is related to inadequate solvent application to the main body during manufacturing. Function testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection was tested between the female connector and the patient connector with no issues noted; therefore the reported connection issue to female connector was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and mainbody of the transfer set. It was further reported that the female connector could not be disconnected from the cassette patient line. This occurred during use of peritoneal dialysis therapy. The transfer set had been used for about two weeks. There was no report of patient injury or medical intervention associated with this event, however the patient was given antibiotics as prophylaxis treatment. No additional information is available.